Manufacturer narrative:
The midmark barrier-free has not been returned at this time. Per user manual 'barrier-free universal procedures tables' it's indicated this prod is intended to be used as a chair/table to provide positioning and support of pts during general examination and procedures conducted by qualified medical professionals. Similar tables were reviewed and matched spec for allowable movement. The table has not been returned at this time for specific eval of this unit.

Event description:
The facility claims there was more movement in the base of the midmark barrier-free table. A pt moved and the dr is claiming he cut the pt more than necessary.